Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the motor device runs in safety (power broken), there was a hole in the hose, and the revolutions per minute (rpm¿s) were below manufacturing specifications. It was determined that the hole in hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. The cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position. The assignable root cause of these conditions were determined to be due to user error. It was further determined that the low rpm¿s was due to worn out vanes. The assignable root cause of this condition was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device was running in safety mode, and the revolutions per minute (rpm¿s) were below specification. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.